Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated as the left and right trackers passed calibration/testing without issue. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, an imprecision was observed on the navigation system following image acquisitions on the imaging system. It was reported that screws appeared to be lateral on the confirmation image acquisition. Additionally, it was noted that the site potentially moved the reference frame and that the site was using kt instruments with the medtronic instrument trackers. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. It was noted that the navigation system was tested and the reported issue could not be replicated.